Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: kne-unknown--bearing: MDR: 0001822565-2022-00007. Kne-unknown--tibial tray: MDR: 0001822565-2022-00008.

Event description:
It was reported the patient underwent a knee procedure at an unknown date. Subsequently, patient was revised due to infection. Additional information was requested from the facility but was not provided. No additional information available.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.